Event description:
It was reported that when using the bd pyxis¿ medbank tower, an issue occurred with an rx verify request. The request had been submitted and appeared in the mql on the clinical reviewer screen for approval for oxycodone ir 10 mg tablets the customer stated that they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system requested to approve the pharmacist verify request by pharmacy. A technical support specialist found that the request got already approved and called customer and confirmed that the issue was resolved and was able to issue item. The system functioned as intended after the technical support specialist inspected the issue.